Event description:
It was reported that the patient experienced diaphragmatic stimulation from the left ventricular (lv) lead. The lead amplitude was reprogrammed to eliminate diaphragmatic stimulation and subsequently decreased again after the stimulation was no longer present. The lv lead remains in use. It was also reported that unipolar atrial stimulation testing showed farfield sensing of qrs. The atrial lead was reprogrammed to bipolar. The atrial lead remains in use. The patient is enrolled in the sls study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.